Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the clinic as they had not been feeling well. Upon interrogation, oversensing of noise was observed on the right atrial (ra) channel. A high out of range ra pacing impedance measurement of greater than 2500 ohms was also observed causing the physician to believe the competitor ra lead may have fractured. The implantable cardioverter defibrillator (ICD) was reprogrammed to vvir and the ra lead was deactivated. The ICD remains implanted and in service. No adverse patient effects were reported.